Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 483 mg/dl with chest pain and moderate ketones associated with an occlusion issue. Reportedly, the patient discontinued the insulin pump at the time of the call and was hospitalized and treated with insulin via their pump and IV fluids. During troubleshooting, it was revealed that the occlusion sensitivity was set to low. It was also reported that the patient had a cold which could have contributed to their bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in the occlusion setting being set to low therefore having an absence of occlusion alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: there were no occlusions observed in the pump histories. The daily insulin delivery totals correctly reflected the user's programmed basal rates. Rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed sensor was detecting correct force. The pump was exercised for 24 hours with no occlusions occurring. The pump passed a delivery accuracy test and was found to be delivering within required specifications. An occlusion was induced and pump gave appropriate visual and audible "occlusion detected" alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.